Event description:
The customer reported the system displayed a generator error and then locked-up. There is not report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. The system operates as intended.